Manufacturer narrative:
Additional information provided in h.6. And h.11. No product associated with this complaint was returned to the investigation site; therefore, the condition of the combined surgical pak or its components could not be verified. All products undergo in-process and final inspection during manufacturing to ensure they meet customer, process, and regulatory requirements prior to release. Without the returned product or additional supporting information, no direct evaluation of the reported aspiration/vacuum issue could be performed. If the complaint product or further relevant information becomes available, the investigation will be re-opened and re-evaluated accordingly. The investigation conducted a non-conformance review of the reported lot number. No deviation were identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be conclusively determined as product was not returned and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during a vitrectomy procedure, an ophthalmic vitrectomy probe was cutting but not aspirating. Procedure was completed on the same day changing the cassette and repriming it. There was no information about the patient impact. This report represents the cassette involved in the event. Additional information was received and mentioned that there were multiple retinal ruptures (16 small fresh holes). However, the physician could not confirm whether the retinal ruptures occurred during the surgery, as the holes could have been present before the procedure. There was no information available regarding the current condition of the patient.